Event description:
It was reported that the user experienced low blood glucose events at 48 mg/dl after meals while using the ilet system, and review of device reports indicated reduced or less frequent meal announcements that can lead to pump mal adaptation. Troubleshooting and education were completed by customer care including counseling on proper meal announcements and meal size entry. Investigation of this case revealed use-related error related to meal announcements and meal size entry, with no device malfunction identified. Clinical symptoms include shaking, hot flushes/flashes associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose. It was concluded that the cause was user technique and use error related to meal announcement behavior leading to hypoglycemia.